Manufacturer narrative:
Stryker advised the customer that their device is not field-serviceable and is no longer under warranty. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was not powering on with ac power source. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.